Manufacturer narrative:
H10: internal complaint reference case(B)(4).

Event description:
It was reported that the screw biosure regenesorb's thread peeled off from the screw. It is unknown whether the event happened during surgery and if there was patient involvement. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. No patient injury or other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6; the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.